Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 424 mg/dl at time of incident. Customer stated that there was something wrong with the insulin pump, it keeps on getting no delivery alarms. Customer stated that they performed a 5.0 unit fixed prime and insulin exited. Customer stated that they ran self-test and displacement test and both tests passed. The devices will not be returned for analysis.